Event description:
Pt implanted with synex ii at l1. Pt complained of cracking sensation, device was noted to be not expanded and was explanted endoscopically. Good bony integration of endplates and central body was noted.

Manufacturer narrative:
Additional info has been requested. Device history record had been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.